Event description:
It was reported that the driver continued to run on its own during a surgical procedure. The case was completed successfully with another driver. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The account advised that the driver will not be returned to the MFR for investigation based on this event. The reported condition of the device running on its own during usage cannot be confirmed without the product being available for eval.